Event description:
The customer reported that they received a calibration error and a change sensor notification. The customer's current blood glucose level is 344 mg/dl. The customer received a calibration error because they had a blood glucose level over 400 mg/dl. He gave himself insulin to treat for his high blood glucose level. The customer was advised to remove and change the sensor. No further information was reported.

Manufacturer narrative:
Reliability analysis was performed on the sensors. There was one open and used sensor. A bicarbonate buffer test dop114-830 was performed. The sensor passed the test with accurate readings.